Manufacturer narrative:
The rapid infuser was returned for investigation and was tested using our standard operating procedures. We were unable to confirm the customer complaint that the unit exhibited a "high pressure" alarm; the unit performed according to our specifications upon receipt. We have reached out to the user facility for additional details about the case, as an appropriate cannula size should be chosen for the desired flow rate and type of infusate. The operator's manual provides the following guide: "match the infusion set to flow rate and fluid type", which contains a chart to help the user choose an appropriate cannula size for the desired flow rate and infusate. Neither the cannula size nor infusate used in this case were reported. When the rapid infuser exhibits a "high pressure" alarm, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with the following instructions for corrective measure: "high pressure detected check patient line for blockage" and "high pressure detected check recircline for blockage." In addition, the manual provides possible conditions and offers additional recommended operator actions. The manufacturing records for this serial number were reviewed and nothing notable was observed. The disposable set was not returned for investigation, nor was the lot number provided. Without additional information, it is difficult to determine what occurred in this case. Should additional information become available, a supplemental report will be submitted.

Event description:
The user facility reported that the rapid infuser exhibited a "high pressure" alarm with occlusion during a case. The hospital biomed was unable to confirm the issue in the lab and requested that the unit be returned to belmont for investigation.